Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).incomplete the expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on 1/15/2021, it was observed that the vapr coolpulse90 electrode device was clogged. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). H10 correction narrative: d4: the lot number has been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, electrode clogged after just a few minutes of usage.the complaint device was received and evaluated in juarez laboratory. Visual inspections revealed signs of activation and the cord was received cut. In the case of the suction, it present blood along the tube. The device was sent to supplier for suction evaluation. The vapr coolpulse90 electrode was returned to supplier for evaluation. The supplier conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. Also, device is in a used condition. The active tip is clogged with tissue and there is tissue debris visible on the full length of the suction tube. Finally, it was found that the device plug has been cut off. The electrical test was not performed due to the device plug being cut off. The functional tests were limited to the flow rate test. The failure to reach the minimum flow specification was investigated by inspecting the suction path. A thin gauge wire was inserted into the active suction tube which located the blockage at the distal end. The blockage could not be removed but it is presumed to be tissue debris given the location and visual condition of the device. A DHR review has been performed for lot u2006084; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. From our investigation we were able to confirm the customer report that the electrode suction was clogged. The returned device was found to fail flow specifications due to tissue debris within the suction path. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. Therefore, the severity and frequency are as anticipated and as this is a low occurrence incident, no further action is required at this time. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.